Event description:
It was reported the pt's ipg moved in the pocket too much. The physician moved the ipg pocket site, added extensions, and sutured the ipg within the pocket. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.